Event description:
It was further reported that the patient was scheduled for a lead revision/possible replacement for 2014-(B)(6). If additional info rmation is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the revision was for a fractured lead. The manufacturer representative did not know when the fracture happened. The manufacturer representative noted that the patient lost therapy. The manufacturer representative that called covered the case and was told it was fractured from a different manufacturer representative.

Event description:
It was further reported that the stimulator had depeleted normally. The paddle lead had been fixed during the revision on (B)(6) 2014.

Event description:
It was reported that there was a possible with a device but it was unknown what the issue was. The health care provider (hcp) reportedly asked for 90cm extensions for a possible revision. It was later reported that there was a lead fracture. It was noted that, at the time of the report the revision was not scheduled but the health care provider (hcp) who would perform it was known. The hcp reportedly thought that the extension was too short. It was later reported that impedances tests showed that 5 of the 8 electrodes were out of range and x-rays showed a fractured lead. The hcp reportedly thought that the extension was not long enough and did not provide enough slack for movement. It was noted that this had not been confirmed. It was also noted that the patient was not receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37082-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3998, lot # j0454478v, implanted: (B)(6) 2004, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).